Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent resume pump alarms occurred. The contact did not believe the user had stopped insulin delivery on the pump and was uncertain why the alarms were occurring. Tandem technical support reviewed pump data and observed that the pump screen had been unlocked prior to the alarms. The customer's blood glucose level ranged from 241 to 355 mg/dl. Correction boluses were delivered via the pump.